Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g1, g2, h6.

Event description:
Health professional reported creases and the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed in the device. Creases/folding of implant: is observed in the device. Additional observations: white particles were observed on the shell. Wear abrasion is observed.

Event description:
Patient reported, left-side rupture. Later, healthcare professional confirmed rupture and additionally reported, "any creases." The device has been explanted and replaced.